Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime/compromised force sensor system test, no delivery test due to motor error alarm. Motor passed motor test. Device had scratched display window, cracked reservoir tube, missing endcap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during a bolus delivery. Customer's blood glucose was 444 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.